Event description:
It was reported that the pt was not able to adjust the stimulation with the programmer. The "call your doctor" icon was displayed, and a power on reset (por) condition was encountered. The pt's implantable neurostimulator was "sideways," and a surgical revision was performed. There were no pt symptoms or outcome provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).